Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due a suspected lead infection. A leadless pacemaker was implanted the following week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: dtpb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.